Event description:
It was reported that during a stent graft placement procedure, the delivery tubing of the stent was allegedly ruptured during the release. It was further reported that the stent was little deployed. Reportedly, the stent was immediately removed and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was returned for evaluation. The stent graft was found partially deployed and the outer sheath was also fractured which leads to confirmed results. Photos were provided showing the partially deployed stent graft and a fractured outer sheath. It was reported that the device was flushed, a 0.035" guidewire was used, the procedure was sheathless, the vessel was neither calcified nor tortuous and the delivery system was placed in the straight section of the lumen prior to deployment attempts. Based on the provided information and evaluation of the returned sample, the investigation is closed with confirmed results for outer sheath fracture and a partial deployment of the stent graft. The intended placement of the device to treat hepatic aneurysm represents an off-label use. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the instructions for use state that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the instructions for use states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' Regarding accessories the instructions for use states: 'a super stiff guide wire (0.035 in.) Is advanced from a femoral artery puncture site. Use an introducer sheath for the implant procedure'; the packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. As a precaution, the instructions for use states "the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established". The product is intended for use in the iliac and femoral arteries. The intended placement of the device to treat hepatic aneurysm represents an off-label use. H10: d4 (expiry date: 02/2025), g3 h11: h6 (device, method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a stent graft placement procedure, the delivery tubing of the stent was allegedly ruptured during the release. It was further reported that the stent was little deployed. Reportedly, the stent was immediately removed and the procedure was completed using another device. There was no reported patient injury.